Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the reported issue occurred prior to a patient being present.

Manufacturer narrative:
Continuation of d10: product ID 9735859, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that they were trying to download patient images from electronic picture archiving and communication systems (pacs) but the system would just continuously display a "searching for dicom" message. Technical services (ts) had the site check the dicom transfer page, the wired ip was red and the wireless ip was unavailable. The site confirmed they were connected to the pacs port. Ts suggested they try a different port or a different ethernet cable. The wired ip changed to green before the site could swap cables. The site did a connection test to pacs and it passed. They were able to pull images as intended. There was no delay.